Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that resident was being transferred in the mechanical lift. He grabbed the support bar. The staff instructed him to let go. He did not let go. When he did, his left hand slid off and he caught the bolt that secures the sling which caused a large laceration on his left hand. He received ER care which resulted in 10 stitches. Joerns has reached out multiple times to get more information on the incident and the product involved, and no response has been given. Complaint # (B)(4) has been entered into our system.